Event description:
Customer's family member reported the customer having severe symptoms of low glucose, but received a normal reading from the freestyle meter. The paramedics were called and the customer was given orange juice. The customer's glucose continued to drop so the paramedics administered glucose intravenously. A test was taken with the paramedic's unknown brand meter with a result of 41 mg/dl. In addition, the caller reported performing comparison tests with two different freestyle meters getting results of 109 mg/dl and 149 mg/dl. The freestyle results reported by customer differed by more than 20% and meets the MFR's definition of a malfunction.